Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. It was reported that the safety tab was not removed when the premature deployment occurred. However, as the delivery system was not available for evaluation a potential damage of the safety mechanism to prevent a premature system activation could not be verified. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing current labeling supplied with this product it was found that the instructions for use sufficiently address this potential risk. The instructions for use states: "prior to use, visually inspect the system for any sign of damage. If damaged, do not use. Failure to observe this precaution may result in patient injury." In addition, the instructions for use states: "the deployment system is only ready for use once the blue safety tab has been removed. This should not be done until the stent is about to be released." Correct deployment method was found sufficiently addressed. H10: d4 (expiry date: 09/2023), g2, g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deployed prematurely. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2023).

Event description:
It was reported that during a procedure, the stent allegedly deployed prematurely. There was no reported patient injury.